Event description:
On 10/17/2024, it was reported by a sales representative via sems-06688800 that an ar-8305 synergy resection console stopped during the case and smelled like burning plastic. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Graphics board. This evaluation determined that the reported event occurred due to a defective capacitor on the graphics board.